Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation of the implantable pulse generator, backup operation was observed. The patient's presenting rhythm was not provided. A device image was received for further investigation. The device was restored successfully. The patient's condition was stable and would continue to be monitored with regular follow-up.